Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The reported symptom 'ec 341' was confirmed through the event history log as a system error 345 (not 341) and reproduced during evaluation as a system error 345. It is likely that the customer misreported the intended system error 345 as a system error 341. The device was found out of specification in relation to the system error 345 alarms. System error 345 alarms were found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm. There was no patient involvement. No additional information is available.